Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/pain'), menorrhagia ('abnormal bleeding ( menorrhagia)'), genital haemorrhage ('abnormal bleeding') and sjogren's syndrome ('development of auto-immune disorder : sjogren¿s syndrome') in an adult female patient who had essure (batch no. 880429) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Previously administered products included for prevent pregnancy: loseasonique and mirena. Concurrent conditions included hypertension. Concomitant products included duloxetine, ethinylestradiol;norgestimate (trinessa), hydrocodone, hydroxychloroquine, hyoscyamine sulfate (levsin), lorazepam, olmesartan medoxomil (benicar), pantoprazole and prednisone. In (B)(6) 2011, the patient experienced rash macular ("blotchy red spots on my arms and legs") and fatigue ("fatigue"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), headache ("headaches,"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced sjogren's syndrome (seriousness criterion medically significant) and fibromyalgia ("fibromyalgia"). In (B)(6) 2012, the patient experienced bacterial vaginosis ("infections ; bacterial vaginosis / vaginal infection") with vaginal discharge, urinary tract infection ("urinary tract infection") and alopecia ("hair loss"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2015, the patient experienced dyspepsia ("heartburn"), diarrhoea ("diarrhea") and abdominal distension ("bloating"). In (B)(6) 2016, the patient experienced anxiety ("anxiety") and depression ("depression,"). In (B)(6) 2016, the patient experienced anaemia ("anemia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (on (B)(6) 2018 underwent ablation and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, sjogren's syndrome, anxiety, depression, headache, bacterial vaginosis, vaginal haemorrhage, urinary tract infection, fibromyalgia, rash macular, migraine, anaemia, tooth disorder, dysmenorrhoea, fatigue, dyspepsia, diarrhoea, abdominal distension and alopecia outcome was unknown. The reporter considered abdominal distension, alopecia, anaemia, anxiety, bacterial vaginosis, depression, diarrhoea, dysmenorrhoea, dyspepsia, fatigue, fibromyalgia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash macular, sjogren's syndrome, tooth disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: current weight 167 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2019: quality safety evaluation of product technical complaint. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/pain'), menorrhagia ('abnormal bleeding ( menorrhagia)'), genital haemorrhage ('abnormal bleeding') and sjogren's syndrome ('development of auto-immune disorder : sjogren¿s syndrome') in an adult female patient who had essure (batch no. 880429) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Previously administered products included for prevent pregnancy: loseasonique and mirena. Concurrent conditions included hypertension. Concomitant products included duloxetine, ethinylestradiol;norgestimate (trinessa), hydrocodone, hydroxychloroquine, hyoscyamine sulfate (levsin), lorazepam, olmesartan medoxomil (benicar), pantoprazole and prednisone. In (B)(6) 2011, the patient experienced rash macular ("blotchy red spots on my arms and legs") and fatigue ("fatigue"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), headache ("headaches,"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced sjogren's syndrome (seriousness criterion medically significant) and fibromyalgia ("fibromyalgia"). In (B)(6) 2012, the patient experienced bacterial vaginosis ("infections ; bacterial vaginosis / vaginal infection") with vaginal discharge, urinary tract infection ("urinary tract infection") and alopecia ("hair loss"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2015, the patient experienced dyspepsia ("heartburn"), diarrhoea ("diarrhea") and abdominal distension ("bloating"). In (B)(6) 2016, the patient experienced anxiety ("anxiety") and depression ("depression,"). In (B)(6) 2016, the patient experienced anaemia ("anemia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (on (B)(6) 2018 underwent ablation and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, sjogren's syndrome, anxiety, depression, headache, bacterial vaginosis, vaginal haemorrhage, urinary tract infection, fibromyalgia, rash macular, migraine, anaemia, tooth disorder, dysmenorrhoea, fatigue, dyspepsia, diarrhoea, abdominal distension and alopecia had not resolved. The reporter considered abdominal distension, alopecia, anaemia, anxiety, bacterial vaginosis, depression, diarrhoea, dysmenorrhoea, dyspepsia, fatigue, fibromyalgia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash macular, sjogren's syndrome, tooth disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: current weight 167 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: event outcomes were updated from unknown to not recovered / not resolved for all events. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/pain'), menorrhagia ('abnormal bleeding ( menorrhagia)'), genital haemorrhage ('abnormal bleeding') and sjogren's syndrome ('development of auto-immune disorder : sjogren¿s syndrome') in an adult female patient who had essure (batch no. 880429) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Previously administered products included for prevent pregnancy: loseasonique and mirena. Concurrent conditions included hypertension. Concomitant products included duloxetine, ethinylestradiol;norgestimate (trinessa), hydrocodone, hydroxychloroquine, hyoscyamine sulfate (levsin), lorazepam, olmesartan medoxomil (benicar), pantoprazole and prednisone. In (B)(6) 2011, the patient experienced rash macular ("blotchy red spots on my arms and legs") and fatigue ("fatigue"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), headache ("headaches,"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced sjogren's syndrome (seriousness criterion medically significant) and fibromyalgia ("fibromyalgia"). In (B)(6) 2012, the patient experienced bacterial vaginosis ("infections ; bacterial vaginosis / vaginal infection") with vaginal discharge, urinary tract infection ("urinary tract infection") and alopecia ("hair loss"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2015, the patient experienced dyspepsia ("heartburn"), diarrhoea ("diarrhea") and abdominal distension ("bloating"). In (B)(6) 2016, the patient experienced anxiety ("anxiety") and depression ("depression,"). In (B)(6) 2016, the patient experienced anaemia ("anemia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (on (B)(6) 2018 underwent ablation and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, sjogren's syndrome, anxiety, depression, headache, bacterial vaginosis, vaginal haemorrhage, urinary tract infection, fibromyalgia, rash macular, migraine, anaemia, tooth disorder, dysmenorrhoea, fatigue, dyspepsia, diarrhoea, abdominal distension and alopecia outcome was unknown. The reporter considered abdominal distension, alopecia, anaemia, anxiety, bacterial vaginosis, depression, diarrhoea, dysmenorrhoea, dyspepsia, fatigue, fibromyalgia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash macular, sjogren's syndrome, tooth disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: current weight 167 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- events- "abnormal bleeding (vaginal), abnormal bleeding ( menorrhagia), urinary tract infection, fibromyalgia, blotchy red spots on my arms and legs, migraines, anemia, dental problems, dysmenorrhea (cramping), fatigue, heartburn, diarrhea, bloating, hair loss", reporter ,lot number, historical and concomitant drug, medical history added. Previously reported event "development of auto-immune disorder" updated to "sjogren¿s syndrome" incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("development of auto-immune disorder") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), anxiety ("anxiety"), depression ("depression,"), headache ("headaches,") and vaginal infection ("infections") with vaginal discharge. The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, anxiety, depression, headache and vaginal infection outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, genital haemorrhage, headache, pelvic pain and vaginal infection to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.